Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump 'primary delivered medication infused in an hour, noted by the clinician because air had reached the air sensor and the pump alarmed ¿air in line¿. The nurse stated it was to be a 2 hour infusion.' The infusion was programmed to deliver at a rate of 144 ml/hr from a 250 cc bag. This occurred during patient therapy. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.